Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that there was an event of lead loss of capture during an implant procedure. The lead was exchanged, and the surgery was completed with the new one. The patient was noted as stable.